Manufacturer narrative:
This report is being provided based on the device evaluation and the legal manufacturer's final investigation. The device was returned and the reportable malfunction of the coating peeling was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited coating peeling on the connection tube (1 mm2 or more). There were no reports of patient involvement.